Event description:
Patient was revised to address dislocating hip and metal-on-metal wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 2/18/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of metallosis and a vertical cup. Records are available for further review. Correction: dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
Additional narrative: correction: manufacturing facility: depuy. (B)(4). Complaint number (B)(4). Reason for original complaint - patient was revised to address dislocating hip and metal-on-metal wear. Update 12/06/2011 - litigation papers received, there is no new information that would change the outcome of this investigation. Update: 2/18/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of metallosis and a vertical cup. Records are available for further review. Correction: dor: (B)(6) 2011 (right hip). Complaint was updated on: 6/3/2014. Doi: (B)(4) 2008 - dor: 4/13/2011 (right hip). September 9, 2014 updated patient and product codes. Lm. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle plaintiff profile form alleges dislocation. Doi: (B)(6) 2008; dor: apr 13, 2011; right hip.